Event description:
It was reported that the customer's blood glucose level was 500 mg/dl. The insulin pump shut off in the middle of the night causing the customer to have higher than normal blood glucose levels. The customer received a failed battery test when the display returned. She corrected her blood glucose level with a manual injection. There was a emergency room visit in november for her high blood glucose level. Her blood glucose level was around 400 mg/dl. The customer had a stent placed in her heart. She was not wearing the insulin pump at the time of the emergency room visit. The customer was transferred to another hospital for her heart attack. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.